Event description:
It was reported that the cusa excel 23khz cem nosecone had a defective button; it could not be pressed. The date of the incident is (B)(6) 2015. The problem was discovered at the beginning of the surgery prior to use and there was no contact with a patient, no patient injury or death alleged. Another nosecone was available for use. The defective nosecone was shipped for return on 31 dec 2015 via (B)(6) ((B)(4)).

Manufacturer narrative:
Integra has completed their internal investigation on 08 mar 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: a visual inspection of the cem nosecone found no external visible damage observed. Inspection of the internal contact pins at the hand piece end found them bent down in different directions and damaged. Residue or corrosion was observed on the contact surface. A ohm meter reading was taken across the contact pins at the system end while the button was pressed measured continuity (~ 2.0 ohms). The DHR review has been deemed satisfactory. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. Scar¿s and CAPA reports were also reviewed but no similar conditions have been reported for the past twenty-four (24) months on the cusa nosecone products issue. No trend has been identified. Conclusion: the findings of the evaluation are consistent with multiple use of this single use product. The product was physically damaged; no malfunction.